Event description:
Patient reported shocking/jolting while along side of security device. Patient. Reported collapsing afterward. System on a low setting and the patient programmer was not with the patient. Patient now reports pain at stimulator and connector site. Stimulator is placed in chest area and connector in armpit for stimulation in arm. No report of device explantation.